Manufacturer narrative:
Investigation summary: exec summary - samples were received and an investigation was performed. This is the 4th related complaint for needle clog on the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (5) open 32gx4mm bd pen needles from lot# 0253601. The consumer reported that the needles clogged during the injection. All 5 returned pen needles were examined and it was observed that 1 exhibited a bent non-patient end (npe) cannula, 1 a broken npe cannula, and 3 a straight npe cannula. The 3 samples with straight npe cannulas were tested for flow using a test pen injector: all 3 were able to expel properly. No evidence of manufacturing defect was observed on the returned samples. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the user would think that the pen needles were clogged. Since all 5 samples were returned after use the probable cause of the bent and broken npe cannulas is user related. Confirmed: bd was able to duplicate or confirm the customers indicated failure (npe cannula bent, npe cannula broken). CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 6 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter: ¿ the consumer reported needles clog during injection as it took 6 pen needles to complete 1 injection. Date of event: (B)(6) 2021. Sample status: awaiting sample.